Manufacturer narrative:
E1: initial reporter facility name: / e1: initial reporter address: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of infusors did not fully infuse. This was observed during patient infusion. The devices contained fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.